Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 alarm (fail safe shut down) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) stated that they proceeded into the initial drain without being connected to the patient line and once the hc was in initial drain, they connected to the patient line. A baxter technical service representative (tsr) advised the hp to start over with all new supplies and to inform their pd nurse (pdn) of the se 2240. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.